Event description:
Pt reported nausea and bad taste in mouth following heparin flushes. Pt is being treated for hyperemesis gravidarum and was 10 weeks pregnant at time of adverse reaction. Patient had been flushing PICC line with heparin 1 to 3 times a day with 3 ml of the 500 units / 5ml prefill flush syringe from excelsior medical following IV fluids or anti-emetics. Package insert for this product also contains recommendation to lower rate of infusion to minimize unpleasant taste patient may experience. Patient was on IV fluids (d5lr 1-2 liters/day), multivitamin IV added to 1 liter daily, ondansetron 8mg IV tid prn and using saline - medication or IV fluid - heparin flushing protocol. Due to adverse reaction, heparin flushing was dc'd on the patient and patient changed to saline only flushes before and after. Dose or amount: 500 units/ 5 ml; frequency: qd; route: IV. Dates of use: 2008. Diagnosis or reason for use: hyperemesis gravidarum. Event abated after use stopped: yes.